Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 5 devices were evaluated in the field and the issue was confirmed; 4 devices had missing components and 1 device had broken/damaged components. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events, where it was reported the device had missing or damaged restraints. There was no patient involvement.

Manufacturer narrative:
It was originally reported that 6 devices experienced the reported malfunction; however, it was determined that only 1 device experienced this malfunction; the device had missing components. Has been updated to reflect the corrected information.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the device had missing or damaged restraints. There was no patient involvement.